Manufacturer narrative:
(B)(4). (Surgical intervention). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operative a gastric bypass procedure, there was staple line bleeding. Patient lost a total of 1,750cc of blood that required blood transfusion. Due to the post-operative event, the patient had extended hospitalization of 3 days.